Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, it is likely the following led to the malfunction:  the video function did not work properly due to faulty output connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a no image problem. The issue was found during preparation for use inspection. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6) and (B)(6).

Manufacturer narrative:
The device was not returned to olympus. However, based off the evaluation conducted by olympus field service engineer, the customer's allegation of ¿no image¿ was confirmed. The device evaluation found the no image issue was due to faulty socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.